Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx displayed a red x that was only resolved by removing battery, ac power, and restarting unit. There was no pt involvement.